Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure involving a nexel system approximately one (1) month ago, while the surgeon was using the instrument the tip of the instrument fractured and was embedded in the screw head. The piece was retained by the patient. The surgeon does not plan to remove the piece that was retained by the patient at this time.